Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot because of call tech support error. Down load log did not show any issues related to customer complaint. The manual try it test and functional testing was not performed because of tech support error. Open receiver case for internal visual inspection, pass. Measure the vibrator resistance. Vibrator resistance within specification. The reported event of a an intermittent vibration was undetermined. A root cause could not be determined.